Event description:
The patient was reportedly experiencing redness and irritation at the implant site. The patient has a very thin skin flap. There was no reported skin breakdown, injury, or infection. The patient was recommended not to wear the external device. A surgery was performed to reposition the patient's device. It was reported that during the surgery, some fibrous tissue was found to be pushing the device up. The patient is being monitored.